Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. An infusion set change was performed to address the occlusion alarm and a correction bolus was delivered. No issues were observed on the supplies in use during the occlusion alarms. Due to the occlusion alarms, the customer experienced an elevated blood glucose (bg) level of 400 mg/dl and ketones considered to be dangerous. While in the ER, the customer was treated with an intravenous drip consisting of fluids, insulin and potassium. The customer's bg level increased to 600 mg/dl, experienced vomiting and experienced diabetic ketoacidosis leading to a hospitalization. While in the hospital, the customer was treated with an intravenous drip consisting of fluids, insulin and potassium. A system check was performed on the current supplies and the pump performed as intended. At the time of the report, the customer was currently hospitalized. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.